Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an open resistor, designator r81. The resistor was found to be burned open.

Event description:
The customer reported that when defibrillation paddles are connected to the device, the device would not display the "paddles lead" as an option to view the patient's ECG rhythm. Without this option, the device would not have the ability to deliver defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.